Manufacturer narrative:
The devices were returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified. The complaint about the pain event could not be confirmed. The device showed no abnormalities that could contribute to the reported event.

Event description:
Patient reported that the v-go keeps falling off. Patient stated within the last month that the v-go fell off 4-5 times which has caused the needle to hurt when the adhesive pad becomes loose. The last two recent v-go's that fell off was this morning and on (B)(6) 2020. Patient stated on (B)(6) 2020 the v-go was applied on the right arm and this morning it was applied on the left arm. Patient stated the vgo falls off within 20-30 minutes from applying it.